Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device gives a clutch error. No patient injury reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found both tamper seals to be broken, a chipped top case, cracks by the tubing guides, and cracked bottom and plunger case. The device?s event history log was reviewed for evidence of the reported problem, found ?travel coarse error - check clutch/plunger lever? In the log. To conduct functional testing, an occlusion test was performed. Upon testing, a popping noise was observed, and the reported problem was duplicated. The root cause was determined to be the nine-year-old parts that exhibited normal wear causing the clutch halves to slip on the lead screw. The lead screw, clutch spring and both clutch halves were replaced to solve the issue. Additionally, the top case, bottom case, plunger case assembly, power supply insulator, and ear clip spring were replaced. The device then passed all functional tests. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected.